Manufacturer narrative:
A test reservoir does not lock into place due to completely broken off reservoir tube lip. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and missing reservoir tube o-ring. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose was 186 mg/dl at the time of the incident. The customer reported that they screwed a reservoir into my pump and the outer portion of the reservoir compartment cracked. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump was returned for analysis.